Event description:
There were no recent changes to pump parameters. An echocardiogram and computed tomography scan were performed. Images were not available. It was noted that the patient was hospitalized due to infection. While treating the infection, they had a hemorrhagic stroke and passed away. It could have been due to the changes in anticoagulation during the hospitalization. Per physicians, the death was more an indirect consequence of the therapy. The device operated as expected. No device will return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, the reported aortic root thrombus could not be confirmed through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate 3 lvas patient handbook rev. B, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including infection (local, driveline or pump pocket infection), thromboembolism (venous and arterial non-central nervous system), stroke, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management" (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists thromboembolism and infection as potential post-implant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was hospitalized for thrombosis of the aortic root. The patient was treated with heparin sodium.